Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient had experienced increasing pain and squeaking in the knee over the last year. Operative notes state the patient was revised due to poly wear, pain, and instability. Significant wear and pitting of the patellar poly were noted. The patella and articular surface were replaced. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown patella, unknown femoral component, unknown tibial component. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00782.

Event description:
It was reported that the patient underwent left knee revision approximately 30 years post implantation due to pain, swelling, and instability. During the revision, wear of the metal-backed patellar component and articular surface were noted. Both components were revised without complication.